Event description:
Related manufacture reference number: 2017865-2023-93258. Related manufacture reference number: 2017865-2023-93259. It was reported that the patient's pacemaker system eroded with visibility of lead. Infection of the pacing system was noted. The pacing system was explanted (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.